Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave ablation catheter was selected for use to treat atrial fibrillation (a fib). It was reported that stuck guidewire occurred. The physician was unable to advance it which led to a spline inversion. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.